Event description:
It was reported that "the clips frequently fall from the jaws. The jaw seems to be unable of grasping. Many times they can't be properly inserted into the applier jaws. They don't fit as well as they should."

Manufacturer narrative:
When evaluation results are completed, I will file a supplemental report.